Event description:
It was reported that the patient experienced pain at the anchor site. The patient underwent a revision procedure wherein the pocket was opened and then dissected laterally along the spine in order to create a bigger pocket and be able to hide the anchor. Nothing was explanted and the patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.